Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, sweating, atrial fibrillation, arrhythmia, heart block, and a low heart rate. It was further reported that the implantable pulse generator (ipg) experienced a power on reset (por). A polarity switch was noted. The right ventricular (rv) lead exhibited low impedance and no capture. A temporary external ipg was placed. It was noted the patient had not returned for follow up in several years. The implanted ipg was removed and replaced. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.